Event description:
Customer stated that the transmitter has issues with the batteries emitting abnormal heat and smoke. Also, the battery door was melted, and there are dark spots inside the battery compartment. Device was not in use on the patient, but was being prepared to be used on the patient when the customer noticed the device starting to smoke. Therefore, there was no harm to the patient. Original batteries were disposed of by the customer.